Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by loss of server communication due to service account password failure which brought the server offline. The technical support specialist reset the service account password to restore server connectivity. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, stations were in critical override status due to loss of communication between the server and stations. Customer tried to reboot the station but issue doesn't resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.